Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01903. It was reported that the patient experienced ineffective stimulation due to lead migrations. Surgical intervention occurred on (B)(6) 2023 during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
(B)(4). Report source, foreign: UK. The product has not been returned to zimmer biomet for investigation at this time. Attempts to retrieve the device are underway but to date no additional information has been provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: kne-unk-lps flex femoral size e; kne-unk-lps flex insert.